Manufacturer narrative:
Per the manufacturer's sales representative, the perfusionist had an error message displayed on the central control monitor (ccm) during the cpb procedure, but could not remember the exact message. They believe it was an, "occluder not responding" message in the yellow text box at the top of the screen. The occluder was not engaged by the perfusionist. During the case, the occluder was continued to be used, and the message cleared. The end user will continue to use the occluder and monitor to see if it alarms again. If it does, the position will be switched on the network interface controller (nic) board to see if the occluder module slot is the problem. Any additional concerns will be reported.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the occluder head had an error and displayed an "occluder not responding" message. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Updated blocks: h3 and h6. The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Per clinical review: the team had an incident with the venous occluder module on the heart lung machine during a cardiopulmonary bypass (cpb) procedure on (B)(6) 2020. The team initiated cpb with the use of the venous occluder without issue. During the procedure, the central control monitor (ccm) notified the team that there was a failure with the occluder module. The team does not remember the error message. The team opted to not exchange the module with another during the procedure and used manual clamps. There was no delay in the continuation of the surgical procedure. There was no harm or blood loss associated with the event.

Manufacturer narrative:
Updated block: b5. Per the facility's chief of perfusion, there was an audible alert that was unable to be silenced.